Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the pressure transducer did not monitor the pressure when connected, no data was available. It was well connected at the beginning of the pressure sensing and had no problem, and then it suddenly could not sense the pressure, could not recalibrate to zero, and re-changing the line could also not sense the pressure sensor. The event occurred during use by various clinical instructors, during various dates. There was patient involvement and no patient harm/adverse event reported. There were nine quantities affected.